Event description:
It was reported patient underwent an initial elbow arthroplasty on an unknown date with competitor product. Subsequently, a revision procedure was performed to implant a biomet elbow on (B)(6) 2014 due to rheumatoid arthritis. During the procedure, it was noted, the incorrect products had been provided. Surgeon implanted the ulna component and a humeral stem trial. A 30 minute delay occurred during the procedure. Patient underwent another revision procedure on (B)(6) 2014 to implant the correct components.

Manufacturer narrative:
This medwatch report is being filed to report the event as proper components were not available during the procedure to implant biomet product and the patient had to be taken back to surgery two days later. There is no alleged product deficiency. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown.